Manufacturer narrative:
(B)(4). One set, w/o packaging, was rec'd for eval. The set was visually examined under magnification. A crack was observed on the molded caresite body of the set (cavity # 5b). The crack was at the knit line and started from the top of the caresite extending down to the bottom of the luer threads. W/o the lot number, a thorough eval could not be performed. Although the duration of use for the caresite valve could not be confirmed. See scanned page. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: customer used the device with cancer drug, taxol. During use, leakage was found from the caresite valve. Info on the duration of use for the caresite valve could not be obtained.